Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, global transmitter final functional test. The reported allegation was not confirmed. The complaint could not be reproduced with the returned device. The probable cause could not be determined post investigation.